Event description:
Event description guidant received information that noise was noted on the shocking electrogram resulting in pacing inhbition. It was further reported that the shocking electrogram was out of scale.